Event description:
Caller reported blood glucose results of 17 mg/dl, 16 mg/dl, and 112 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent. Strips not available for return, replacement sent.

Manufacturer narrative:
Strips not available for return.